Manufacturer narrative:
(B)(4).

Event description:
It was reported when a symptomatic patient presented to the clinic during follow-up, the device was found to be in backup vvi mode. The patient was near syncope. A software download was not installed due to an unexplained power-on-reset. The device was explanted and replaced. The patient condition is well.